Manufacturer narrative:
Additional information: b5, b6, h2 and h11. B5: upon follow-up, the additional information was received. It was reported that the patient recovered from all the events and was discharged from the hospital after seventeen days. It was reported that the vancomycin injection, ceftazidime injection and a tablet fluconazole were discontinued on the same day of the event recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was reported the patient was hospitalized due to event. The patient was treated with vancomycin injection (1gm, every 3 days, intraperitoneal, ongoing), ceftazidime injection (1gm every 3 days, intraperitoneal, ongoing) and a tablet of fluconazole (150mg, daily, oral, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.